Event description:
During a remote follow-up, r wave amplitude variation and episodes of post-sensed t wave oversensing, far-field r wave oversensing, and automatic mode switch were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.